Manufacturer narrative:
Additional information: d9: return date:18-jul-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/1.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was exchanged with a same model/length lens but different axis. This resolved the problem. The cause of the event was reported as unknown.